Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are statements in the package insert, under description, that state." The implant is made of lactosorb®, a resorbable copolymer, which is a polyester derivative of lactic acid and glycolic acid. Polylactic/ polyglycolic acid copolymer degrades and resorbs in vivo by hydrolysis to lactic and glycolic acids that are then metabolized by the body."

Event description:
It was reported patient underwent a reconstruction procedure to the anterior cruciate ligament on (B)(6) 2013. Subsequently, patient underwent a revision procedure for an unknown reason on (B)(6) 2014. It was noted during the revision procedure that the resorbable screws had been metabolized by the body.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. Additional information revealed that the revision was indicated due to patient's anterior cruciate ligament graft and was not related to biomet components. Also, the screws originally in question during the procedure were appropriately absorbed into the body and worked as they were intended.